Event description:
A pump alarm was reported, which occurred during the pumping process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred. A replacement pump was provided, as the original was under warranty. The customer was advised to use multiple daily injections as backup therapy and was instructed on how to put the pump into storage mode and return it within ten days using a pre-paid label.